Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was a crack at the top of the battery compartment and that corrosion was visible inside the battery compartment. The reporter denied any power issues and stated that the battery cap was never changed; the user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: a battery compartment leak was observed at a crack in the battery compartment from the threads to the case seal. The display was observed to be dim and fading. The battery cap was observed to be stripped. There was no corrosion or moisture observed in the battery compartment. The pump was opened and no moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.